Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp, and when the stm arrived onsite, he found a very loud k7 valve. To address the issue, the stm removed and replaced the valve assembly as required. Units measurements were within specification; however, the valve switching was abnormally loud. The stm removed and replaced the valves as a precautionary precaution. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use the safety disk of the cs300 intra-aortic balloon pump (iabp) was producing noise. There was no harm or injury to patient and no adverse event was reported.